Event description:
The issue was observed during surgery.

Manufacturer narrative:
Correction information in b.5. And h.6. (FDA health impact codes, f28 removed and f26 added). Additional information provided in sections h.3., h.6., and h.11. The product was returned for analysis, and damage was observed to the intraocular lens (iol). Lens received loose in the carton, one haptic received in lens case base. Solution is dried on the iol. One haptic is broken/torn and is returned, the other haptic is intact and in the correct position. We are unable to determine the root cause for the reported complaint "the haptic is positioned on the posterior side of the lens"". One haptic was observed to be broken/torn and is returned. The product was subject to handling and the reported condition was highlighted during the procedure. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of the intraocular lens (iol) was positioned on the posterior side of the lens. Additional information has been received and stated that the surgery was completed on the same day with another lens. There was no patient contact.